Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. Without additional information or return of the device the cause cannot be conclusively determined; however, patient factors may have contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 19mm aortic valve pericardial valve implanted in the aortic position underwent valve-in-valve replacement after an implant duration of approximately ten (10) years, five (5) months, due to degeneration. A 20mm transcatheter valve was implanted within the disabled valve with no reported complication for the patient. The patient was reported to be well.